Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and observed that the ECG connector input was damaged. The fse noted that the ECG input to front end cable assembly would need to be replaced. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that the echocardiogram (ECG) connector input for the cs100 intra-aortic balloon pump (iabp) was observed to be damaged and that the ECG signal does not appear on the monitor. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
Updated fields: b4, b5, g4, g7, h2, h6 (patient codes), h10, h11. Corrected fields: e4.

Event description:
It was reported that during use on a patient, the echocardiogram (ECG) connector input for the cs100 intra-aortic balloon pump (iabp) was observed to be damaged and that the ECG signal does not appear on the monitor. There was no patient harm and no adverse event was reported.

Event description:
It was reported that during use on a patient, the echocardiogram (ECG) connector input for the cs100 intra-aortic balloon pump (iabp) was observed to be damaged and that the ECG signal does not appear on the monitor. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6, h10. A getinge field service engineer (fse) reported that the replacement of ECG input to front end cable assembly was made, and the issue was corrected. The iabp was working normally and it was fixed successfully. All functional and safety checks to meet factory specifications were performed. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the echocardiogram (ECG) connector input for the cs100 intra-aortic balloon pump (iabp) was observed to be damaged and that the ECG signal does not appear on the monitor. There was no patient harm and no adverse event was reported.